Manufacturer narrative:
Date of event is estimated. Additional components potentially involved in the event include: common device name: scs lead, model: 3166, UDI: (B)(4), serial: (B)(6), batch: t00005727. Common device name: scs lead, model: 3166, UDI: (B)(4), serial: (B)(6), batch: t00005861. Common device name: scs lead, model: 3166, UDI: (B)(4), serial: (B)(6), batch: t00006629.

Event description:
It was reported patient experienced redness and irritation at the neck incision site due to a suture was splitting. Surgical intervention was undertaken on (B)(6) 2026 wherein the midline neck incision was explored, irrigated, and closed. There was no infection found and it was confirmed a superficial skin issue. Investigation was unable to identify which lead attributed to the issue.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.